Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed due to a defective MFR site board. During evaluation, it was observed, there was one light spot on the lcd screen and 2 cm noisy image on the left of the lcd screen, the fan had a slow rotation, the front panel was scratched, and the screw was missing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a loaner device high-definition lcd monitor could not start up. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the cause of the phenomenon is that the power does not turn on due to a failure of the g1 circuit board. However, the specific root cause of the g1 circuit board failure could not be determined at this time. Olympus will continue to monitor field performance for this device.